Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Report 1 of 4. Pre-transfusion sample and x-match with 1st unit of blood. Customer contacted ocd to report false negative results when performing compatibility testing in gel with mts anti-igg gel card lot #100815001-01, exp: august 03, 2016. Customer states that two incompatible units were transfused and the patient experienced a transfusion reaction. Issue started on: (B)(6) 2016. Frequency: 2 units. Methodology used: manual gel. Incubation time (for manual test only):15 min. Centrifuge time: rpm 1032 for 15 min (workstation) . Pattern observed: compatible. Reaction grade obtained: negative. Reaction grade expected: positive. Test repeated: yes by reference lab. Result obtained by repeating: incompatible by reference lab. Method used to repeat: tube method. Patient blood group phenotype result: (B)(6) with anti-fya and anti-jkb. Cards /cassettes/ storage condition temperature: as per IFU. Visual inspection showed that they had normal appearance customer states that patient's pre-transfusion sample showed anti-fya and anti-jkb, customer not able to provide strength of reaction at this time. Testing performed in manual gel. Same lot of mts anti-igg used for the antibody screen and panel. Customer's policy is to perform compatability testing before antigen typing the units. Three units were ahg cross-matched with patients plasma . Two of the units were found to be compatible and 1 was found to be incompatible with ortho anti-igg gel cards. Customer then antigen typed the 2 compatible units in tube using non-ocd manufactured anti-fya and anti-jkb antisera and units were found to be fya negative and jkb negative. On (B)(6) 2016, both units were transfused to the patient over two and half hours. Shortly after transfusion, patient developed rigors, back pain, headache, but vitals were stable. Customer reports no fever had developed. Bilirubin and hemoglobin still pending from customer. Transfusion reaction workup was initiated. Post transfusion sample was hemolyzed and icteric, so customer requested redraw and confirmed hemolyzed /icteric sample. Clerical check passed according to customer. Customer tested pre and post transfusion samples with same lot of gel cards and parallel positive screening for anti-fya and anti-jkb and compatible crossmatch and negative dat were found. Customer then sent sample to reference lab for repeat testing and they received a positive dat (microscopic) on both pre and post transfusion samples. Elution performed by reference lab and anti-fya and anti-jkb were discovered. Reference lab also deemed units positive for fya and jkb antigens. All testing performed in reference lab was done by tube method using liss and peg customer states that quality control was acceptable. Customer uses in-house qc material. Ocd requested that customer provided additional information related to the strength of reaction as well as values of the bilirubin. Ocd asked customer for sample from patient and customer unable to provide as patient sample sent to reference lab. Customer reports patient has developed hypotension but is stable. Ocd requested customer to find out if reference lab used poly ahg reagent contrary to just anti-igg. On (B)(4) 2016, ocd followed up with customer for information on this event. Customer agreed to email ocd with information at their earliest convenience. Ocd will document information from customer when it becomes available. Customer emailed ocd the following information. Observed incident: patient had 2 antibodies identified in pretransfusion antibody screening. Anti-fya and anti-jkb were identified in gel (ruled out cells validated findings). Lot number and manufacturer requested and not provided. Crossmatch testing was conducted using the mts gel card and donor cells for two different units. Crossmatch results in gel were negative (compatible). All phases of testing were conducted according to manufacturer's recommendations. All facilities policies and procedures were followed. Based upon the compatible results, the units were infused over a 3 hour period. The patient developed symptoms of chills and rigors approximately 5 minutes after the completion of the transfusion. The patient's symptoms progressed to include backache, headache and hypotension. Transfusion reaction testing conducted yielded negative (compatible) crossmatch reactions in the gel for both the pre transfusion and the post transfusion crossmatch. Pre and post transfusion specimens were sent to reference laboratory for repeat testing. The reference lab obtained incompatible (microscopic positive) results in tube using liss and peg. The patient responded well to treatment according to customer for these symptoms and their condition continues to improve. Mts gel card lot number:1 00815001-01, exp date:8/3/2016. Rec'd date:12/4/2015. Piu date: (B)(6) 2016. Customer reports a review of all records from (B)(4) 2016 reveal no out of control issues (temperature, maintenance and quality control) all daily quality control acceptable (B)(6) 2016. Customer reports upon inspection of gel media at the time of testing did not reveal signs of drying, discoloration, bubbles, crystals or other artifacts. Foil seals were in place. Quality control performed using:ortho 0.8% surgiscreen reagent blood cells and ortho confidence system specimen was collected in :bd vacutainer k2 10.8 mg ortho mts workstation:serial #: 51000200 verified incubator temp:37 +/-2 c no outliers verified tach speed:1032 +/- 10 rpm no outliers verified incubator time:15 minutes verified centrifuge spin time:10 minutes mts diluent 2: a manual 0.8% cell suspension was made from the donor unit segment using the mts diluent 2. Mla pipettes were used to make this dilution. Donor units: (B)(4) adenine-saline (as-1) leukocytes reduced from 500 ml cpd whole blood (B)(4) apheresis adenine-saline (as-1) added/divided irradiated leukocyte reduced patient demographic: 90 y/o female patient diagnosis:anemia unspecified medication list:metoprolol tartrate twice daily transfusion history: 2 units transfused (B)(6) 2015. Two units transfused (B)(6) 2015. Two units transfused (B)(6) 2015. Ocd advised customer information would be documented, customer content with notification and documentation of event.